Event description:
Inital result for a patient troponin- t was 0.072 ug/l. When repeated, the result was 0.117 ug/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant result.